Event description:
A malfunction was reported on a pump, with no notable events occurring beforehand. There was no reported adverse impact on the customer's blood glucose level. Technical support provided the customer with information to reset the pump and assisted in the reset, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reoccurred, and they acknowledged and understood these instructions.